Manufacturer narrative:
A review of the system logs found that no relevant errors occurred during the procedure. Log review of the 5 subsequent procedures performed on the system found no errors occurred that would have likely caused or contributed to the reported event. A device history record (DHR) review was performed for the device(s) used during the procedure and no non-conformances were identified to be related to this event. The following concomitant products were used during this procedure: 30 degree endoscope plus, cadiere forceps, monopolar curved scissors, tip-up fenestrated grasper, maryland bipolar forceps, large needle driver, large suturecut needle driver. A site history review found no complaints were made for the instruments used during this procedure. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report had a robotic sacrocolpopexy and was re-explored on pod 1 for a bowel injury. The section of bowel and how the bowel injury may have occurred are not provided. The intraoperative findings at the time of the re-exploration were not provided. Neither the details of the hospital course after the initial operation nor after the re-exploration are provided. The patient died on pod 2 and no details as to how they died are provided. Based on the information provided, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that the patient underwent an uneventful da vinci-assisted sacrocolpopexy with hysterectomy and salpingo-oophorectomy procedure. The procedure was completed with a gynecology surgeon and a secondary general surgeon was present to perform lysis of adhesions. The patient required a second procedure for open surgery due to an unspecified bowel injury. The second procedure was completed and the patient expired on pod 2. There was no allegation of a da vinci product issue related to this event. Multiple attempts to obtain additional information have been unsuccessful to date.